Event description:
It was reported that the patient presented to the clinic for routine follow up, upon interrogation the pulse generator displayed a device parameter error. After reprogramming to nominals, normal device functioned resumed. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.